Event description:
The procedure was an anterior cruciate ligament reconstruction following a routine meniscectomy. Surgeon completed the meniscectomy, noticed the calf was swollen and stopped the procedure. Leg elevated and compressed. Fluid quickly reabsorbed. A fasciotomy was not performed.